Event description:
It was reported to philips that the battery for the device was not staying connected to the unit. There was no reported patient involvement/adverse patient impact. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. The single power contact pin j6 was found slightly bent.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the battery for the device was not staying connected to the unit. There was no reported patient involvement/adverse patient impact.